Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided by the doctor. The doctor alleged that a patient had experienced the loss of a crown approximately two (2) years after placement with maxcem elite. The doctor cleaned out the crown and re-cemented it using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that approximately twelve (12) patients had experienced the loss of a crown after placement with maxcem elite product. This is the sixth of twelve (12) reports.